Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(6) state: stationary concentrators. Power switch, intermittent alarm. Sieve bed, saturated. 4-way valve, stuck. Complaint was confirmed. The underlying cause is power switch intermittent alarm. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated that the unit not beeping when you turn it on.